Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coils embedded within proximal lumens of bilateral fallopian tubes'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B06101,606101-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, high cholesterol and c-section. Previously administered products included for an unreported indication: avlane on (B)(6) 2013, depo provera on (B)(6) 2012, trazol on (B)(6) 2008, clobetasol on (B)(6) 2008 and betamethethasone valerate on (B)(6) 2008. Concurrent conditions included post coital bleeding, uterine bleeding, post coital bleeding and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia"), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (ablation and robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, migraine and headache outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered embedded device, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. As per pfs. Hysterosalpingogram - on (B)(6) 2014: findings and impression: as per mr the proximal ends of both inner coils are seen at the cornual tubal junction. The uterine cavity appears unremarkable without any filling defects. There is no opacification of the fallopian tubes bilaterally. There is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia concerning the injuries reported in this case, the following one was reported via medical records: embedded device lot number reported 606101 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coils embedded within proximal lumens of bilateral fallopian tubes'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (batch no. B06101,606101-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, high cholesterol and c-section. Previously administered products included for an unreported indication: avlane on (B)(6) 2013, depo provera on (B)(6) 2012, trazol in 2008, clobetasol in 2008 and betamethethasone valerate in 2008. Concurrent conditions included post coital bleeding, uterine bleeding, post coital bleeding and paratubal cyst. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 7 months 12 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches") and abdominal pain ("location of pain: abdomen"). The patient was treated with surgery (ablation and robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, migraine, headache and abdominal pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, embedded device, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. As per pfs. Hysterosalpingogram - on (B)(6) 2014: findings and impression: as per mr the proximal ends of both inner coils are seen at the cornual tubal junction. The uterine cavity appears unremarkable without any filling defects. There is no opacification of the fallopian tubes bilaterally. There is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia concerning the injuries reported in this case, the following one was reported via medical records: embedded device lot number reported 606101 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event abdominal pain was added. Event onset dates were updated. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coils embedded within proximal lumens of bilateral fallopian tubes'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B06101,606101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, high cholesterol and c-section. Previously administered products included for an unreported indication: avlane on (B)(6) 2013, depo provera on (B)(6) 2012, trazol on (B)(6) 2008, clobetasol on (B)(6) 2008 and betamethethasone valerate on (B)(6) 2008. Concurrent conditions included post coital bleeding, uterine bleeding, post coital bleeding and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia"), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (ablation and robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, migraine and headache outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered embedded device, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. As per pfs. Hysterosalpingogram - on (B)(6) 2014: findings and impression: as per mr the proximal ends of both inner coils are seen at the cornual tubal junction. The uterine cavity appears unremarkable without any filling defects. There is no opacification of the fallopian tubes bilaterally. There is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Patient's demographics were added. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), pain, migraines / headaches, extracted from mr: ¿metallic coils embedded within proximal lumens of bilateral fallopian tubes, metrorrhagia. Concomitant condition, historical drug were added. Lab data was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.